Event description:
On (B)(6) 2012, the patient claimed that the animas insulin pump has been randomly gaining time. The patient has been off of insulin pump therapy due to the alleged time gain issue. At the time of concern, his blood glucose has been 300 mg/dl. He took 2 units of insulin to bring his blood glucose down. There was no report of symptoms or required hcp medical intervention to suggest a serious injury. The patient confirmed the date and time maintained correctly when the battery is removed for less than 24 hours. There is no product misuse. The issue was not resolved with training. This complaint is being reported as a malfunction due to the alleged time gain issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation submitted 12/16/2012 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: the unit was unable to maintain the time and date settings once powered on. Unable to adequately investigate "time loss/gain" test due the bt1 failure. The unit was opened and corrosion found on the internal battery component bt1. The losing/gaining time incertitude interval was within specification. According black box review , time and date reverted to default settings on (B)(4) 2012 after 6 hours and 45 min of power on reset. A time test was performed but not completed. Unrelated to this complaint, the pump booted to the "verify" screen but the display was dim and discolored. A test display was mounted for the reset of testing and it was fully illuminated.